Event description:
Reporter indicated that the patient's system showed high impedance, leading the physician to believe there was a potential lead fracture. The lead was replaced, citing a lead fracture. The manufacturer is awaiting the return of the product to perform analysis.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.